Event description:
It was reported that the light source had a scope communication error. The issue was found during sedation for a diagnostic colonoscopy procedure that was completed with a change in procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.